Event description:
The customer stated that she was hospitalized due to low blood glucose levels. The customer stated that she had been having problems keeping her blood glucose levels above 40 mg/dl, even though she was not taking any insulin. The customer felt that the hospitalization was caused by the infusion sets that she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.